Event description:
Incident description: while using the dermatome to complete a skin graft, the dermatome was assembled correctly and as the dermatome touched the patient, it made a 2 inch straight cut in the patient's left upper thigh. The surgeon was aware and cosmetically repaired the laceration. I ensured that in no way was this user-error. Everyone at the field agreed it was not. Pre-operative diagnosis: left lower leg wound. Post-operative diagnosis: same. Procedures performed: left. Excisional preparation of the surgical site, fascia level, 12 x 5 cm. Split-thickness skin graft to the left lower leg wound, 12 x 5 cm. Short leg splint. Type of anesthesia: general anesthesia. Estimated blood loss: none/minimal. Complications: on the initiation of the dermatome harvest, a full-thickness skin cut was made with a dermatome at 12/1000-inch thickness proper set up. The dermatome and ablate were sent for testing. Description of procedure: "the dermatome was set up at 12/1000-inch thick and depth was checked with the tip of the scalpel blade. This set up of the dermatome was proper. The site of the harvest was infiltrated with injectable epinephrine solution in normal saline 1 amp per liter. Unfortunately, on initiation of the harvest with the first dermatome the dermatome made on a linear full-thickness cut on initiation. The harvest was stopped immediately, and dermatome was sent for testing. With a new dermatome, a split-thickness skin graft 5 x 12 cm was harvested from the ipsilateral thigh uneventfully. This was meshed 1-1/2-1 and secured in place on the defect with staples. Wound vac was used as a bolster. The donor site was dressed with xeroform and island dressing. Short-leg splint was applied with a generous robert-jones bulky cotton padding. The patient tolerated the procedure well."